Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right distal internal carotid artery (ica). The aneurysm had a max diameter of 5mm and neck diameter of 4mm. Landing zone artery size was 3mm proximal and distal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that at deployment, the pipeline flex would not open in the middle section. The device was resheathed one time, but could not be re-deployed. It was also noted that the device was being deployed around a bend in the proximal ica. The pipeline flex and catheter were removed from the patient together. Outside of the patient, the pipeline flex braid was observed to be kinked. A new pipeline was selected and the procedure was completed without incident. Angiographic result showed that the pipeline was placed as the physician wanted. There was no report of patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.